Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error causing an inability to initiate mechanical ventilation. There was no patient involvement.